Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window assembly were kinked and the imaging core had a broken drive shaft beginning 26.1 cm from the distal end of the connector shaft. No damages or failures were observed with the catheter code board assembly. Impedance testing showed an electrical open 130-140 cm at the proximal end of the catheter. Microscopic inspection showed the guidewire exit port was deformed but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Media provided by the customer was inspected and showed evidence of the imaging window being kinked.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.